Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl due to customer not connected to cgm (continuous glucose monitoring). Elevated blood glucose was address with manual injection. The customer reverted to an alternate method of insulin therapy.